Event description:
It was reported that (1) lcsc5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the nurse in the case stated that while inserting a 512xd the surgeon realized that the distal portion of the trocar sleeve "shattered" in the abdomen. The nurse stated that she believed all of the pieces of the trocar sleeve were retrieved from the abdomen but was unable to say for certain. Once all of the trocars were placed and the case began, the lcsc5 was used and the surgeon experienced a solid tone. The connection was checked with the handpiece and it was determined that lcsc5 was not working. It was removed from the field and a new lcsc5 was opened to complete the procedure. There was extended or time.